Manufacturer narrative:
Follow-up communication with the customer identified the event date to be sometime in mid-april, but the exact date is unknown. This information will be provided in a supplemental report if and when made available. The facility owns two units, but it is unknown which of the two units was involved in this case. The serial numbers are: (B)(4). (B)(4): 12/09/2011, (B)(4): 12/06/2011. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a patient presented with a non-tuberculous mycobacterium infection after previously undergoing a cardiac surgery procedure in (B)(6) that utilized the sorin heater-cooler system 3t. Follow-up communication with the customer revealed that the patient was obese and diabetic. Patient had to have several debridements and has been discharged from the hospital. The facility owns two units, both of which were pulled from service. It is unknown which unit was used for the procedure on this patient. Water samples were taken in april and sent out for analysis. The results of the water sampling have not been received. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a patient presented with a mycobacterium infection after previously undergoing a cardiac surgery procedure in (B)(6) that utilized the sorin heater-cooler system 3t.